Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the revision the instrument handle split. The original procedure was a tibial nailing from september 2013. The revision was due to a non-union. The device was used with no impact on the case. The tibial nail and three screws were all removed fully intact. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
The product evaluation was performed and showed, one slide/fixed hammer, 700 grams, part number 03.010.056, was received with the complaint category of ¿broken: intraoperatively.¿ there is one unknown nail and three unknown screws reported as ¿adverse event: no reported product problem¿ that were not returned. The hammer is intended for use across multiple procedures for nail and spiral blade insertion and extraction. This information is provided per the suprapatellar instrumentation for titanium cannulated tibial nails and is referenced in three additional technique guides. The returned hammer, lot # 4803820, was manufactured march, 2005. It was received with the distal end in good condition and functional with impact marks on both sides where the hammer head would hit the driving cap. There are also marks on the rod directly under the hammer head that align with the hammer head when it is fully rotated to either side. The handle was received in three pieces and with a fourth piece very loose. There is a crack down the center of the handle, going through the part and lot number markings, dividing the handle in half and an additional piece is broken off the distal end of one of the handle halves. The loose piece is on the distal end of the other handle half. Thus, the complaint condition is confirmed but cannot be replicated because the handle is already broken. The hammer was manufactured prior to the release of the current drawing revision. Therefore, a review of the current edition of the design drawing, (B)(4), and manufactured drawing revision, (B)(4), was performed. The design was found to be sufficient for its intended use and the device history did not impact the complaint condition. Therefore, this complaint condition is not the result of a design deficiency. The considerable impact marks on both sides of the head is consistent with significant use over its 9 years of use and shows evidence of wear and tear not consistent with approved use via the technique guide. Per the technique guide, "if needed, use light, controlled hammer blows to seat the nail" and "extract the nail by applying gentle blows with the hammer". The damage to the handle is determined to be the result of wear and use of force beyond that stated in the technique guide. In conclusion, the complaint condition is confirmed that the hammer handle is broken. The complaint condition is likely the result of wear and use of force beyond that stated in the technique guide. The condition is adequately addressed by the risk analysis. The design is sufficient for its intended use and the design history did not impact the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.